Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 24 months ago. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that approximately 1 month ago, CT demonstrated a migration of the stent graft in the distal direction, which had caused a type I endoleak. At the time that the migration was observed, the aortic neck was reverse funnel shaped adn 26.5 mm in diameter. The physician elected to implant two aneurx graft extensions and one talent graft extension to successfully resolve the migration. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation: results: (graft migration, endoleak); other, (film evaluation is pending). Conclusion: (film evaluation is pending).